Event description:
The user reported that the device developed a fibrin sheath that inhibited the flow rate. The user did not provided a lot number or implant date. No pt harm or injury was reported.

Manufacturer narrative:
Device eval: the device returned for eval. Since the lot number was not provided, the device history record and complaint database could not be reviewed. The device was visually examined and no occlusion could be identified. The complaint is unconfirmed.